Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Event description:
It was reported that the patient presented to the clinic complaining of experiencing muscle twitching over the pulse generator pocket. It was noted that the patient experienced unintended twitching when the leads were programmed to high outputs. On (B)(6) the patient underwent a pocket revision and the leads and pulse generator were explanted and replaced. The patient was in stable condition before, during, and after the replacement procedure.